Event description:
The manufacturer received information alleging a ventilator's display screen was broken. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, impact damage to the display screen was observed. The device's lcd screen was replaced to address the issue. A "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.